Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer has reported that the battery has failed. There was no reported patient involvement.